Event description:
Boston scientific received information that this patients competitor right atrial (ra) lead and this implantable cardioverter defibrillator (ICD) exhibited high thresholds as well as high out-of-range (oor) pacing impedances of greater than 2000 ohms. As a result the lead was surgically abandoned and successfully replaced. At the procedure, lead to device header connections were checked and all appeared normal. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.